Event description:
It was reported that a malfunction occurred on the pump, identified by the malfunction code "malf 12." There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, provided pump reset information, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arise, with no further actions required.